Event description:
On (B)(4) 2012, the patient contacted animas alleging her blood glucose has been in the 300's mg/dl and 400 mg/dl for the past 4 days allegedly due to an insulin pump issue. On the night (B)(6) 2012, the patient went to the ER because her blood glucose was in the 400's mg/dl and she was feeling nauseated. The patient received IV treatment with saline and 5 units of regular insulin. Her blood glucose subsided to 120 mg/dl. She was never hospitalized and was sent home when her blood glucose was within her target range. Since she has been home with insulin pump therapy, her blood glucose continues to range the 300's mg/dl. Her last blood glucose reading was 337 mg/dl. The patient insists that the pump is defective. During troubleshooting, the animas representative confirmed the advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was product misused. There is no history of cancelled bolus. There were no pertinent alarms. The prime history showed tubing has been primed and filled. The site was changed every 4 days. The animas representative concluded there was no pump malfunction associated with the alleged event. However, the patient did not feel comfortable with the subject pump. The patient was advised to go on the backup plan and to contact her hcp for further assistance. This complaint is being reported because the patient received hcp treatment for elevated blood glucose while on insulin pump therapy. The product was replaced and requested back for investigation.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.